Event description:
It was reported that a patient underwent an anterior pelvic organ prolapse repair procedure in 2007 and mesh was implanted. The patient is now experiencing a mesh erosion into the vagina with dyspareunia and urinary symptoms. The patient's husband is complaining of dyspareunia also. A cystoscopy was performed with no erosion noted into the bladder. The patient will need a revision at a later date. The patient has had these symptoms for a year prior to visiting this doctor.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - urinary symptoms. Device (B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.